Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a low ma error message at boot up. No pt injury was reported.